Event description:
It was reported a bubble was found with the 8.5 sheath. When flushing, a bubble was missed which proceeded down the right coronary artery. The air bubble entered the pt's heart and temporarily caused ECG changes which were noted on the monitor. The pt was monitored in the ccu and reportedly discharged with no further adverse events reported. The physician stated that with the set-up performed by a fellow and then the physician taking over, that transition of hands caused a user error and the dilator was not snapped into the sheath in the normal manner and may have caused air to become tapped in the sheath. There was no defect noted with the product.

Manufacturer narrative:
The device was not returned for analysis and review of the device history record was not possible as the lot number is unk. We were unable to conclusively determine the cause for the reported air leak. However, the physician stated this event was caused by user error as the dilator was not snapped into the sheath in the normal manner. This may have caused air to become trapped in the sheath.